Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and the existing right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed and the patient's entire system was explanted and replaced. The physician suspected that the leads had both micro-dislodged as the leads were tangled and wrapped up in the pocket. In addition, the tissue around the lv lead was found to be dead and the patient was occluded. The location of this lv lead was also suspected by the physician to not be optimal when first implanted. The products were successfully replaced. No additional adverse patient effects were reported.